Manufacturer narrative:
Two devices were returned for evaluation. The evaluiation results are as follows: 2 devices were evaluated for the complaint regarding the needle button released and it could not be confirmed. 1 device was recieved with the needle release button in the activated lockout position. This state indicates that the needle release button was activated to retract and then lockout the needle mechanism. The needle mechanism function was reset, tested, and was verified to have operated as intended. 1 device was recieved with the needle release button in the unused position. The needle mechanism function was tested and was verified to have operated as intended.

Event description:
The patient's husband reported there have been 3 v-go's between 1/26-1/28 where the needle button popped out. The husband stated that after removing the v-go when the needle button retracted, he was able to push down on the needle button and it did not lockout.